Manufacturer narrative:
Investigation evaluation: as part of this complaint investigation, several requests for return of the product for evaluation have been carried out. The product said to be involved has not arrived at cook for evaluation. Therefore, a product evaluation was not performed in response to this report and the report could not be confirmed. If the product arrives at a later date, the complaint record will be updated accordingly. A review of the device history record could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating separation. If the endoscope or accessory device used with this device contains a burr, this could contribute to wire guide coating separation. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: no corrective action warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) the physician selected a fusion pre-loaded omni-time. Near the end of the procedure, the wire guide coating was reportedly peeling at the patient end and the user end. No section of the device detached inside the patient. The medical staff indicated they are using the fusion wire locking device to lock the wire guide properly. They also indicated they "pull it extra tight" when they are pulling the wire guide through the wire locking device. They indicated this may be causing the peeling. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.